Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l101 was conducted. There were no non-conformances associated with this lot. This lot met allrelease requirements. A review of kit lot l101 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. Photographs and a video were provided by the customer for evaluation. The complaint kit was not returned. A review of the photographs and video provided by the customer verifies the reported drive tube leak as blood is visible on the drive tube and on the centrifuge chamber walls. The leak appears to be coming from the location of the upper drive tube bearing stop. Further evaluation of the photographs found a circumferential groove around the drive tube. The circumferential groove on the drive tube is close to where the edge of the drive tube bearing retainer clip is when the drive tube is installed. The damage to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the upper drive tube to contact the bearing retainer and leak. The smart card was not returned; therefore, the reported alarm #7: blood leak (centrifuge chamber) could not be verified. An alarm #7 occurs when the fluid leak detector in the centrifuge chamber has detected a fluid leak. A material trace of the drive tube assembly and its components used to build lot l101 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the alarm #7: blood leak (centrifuge chamber) is most likely due to the drive tube leak. The reported drive tube leak is verified based on the photographs and video provided; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) during treatment. The customer observed a blood leak from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs and a video for investigation.